Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you identify the product code of the silk suture used? Unknown. What was the name of the procedure? Fracture of the left femoral shaft. What tissue layer was the suture used on? Skin. What is the surgeon¿s opinion as to the contributing factor to the patient symptoms? Suture. What was the indication for suture removal? Skin reddish. What are the patient weight, prior medical history? Unknown. What is the patient current condition? Stable. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Patient demographic info: age, gender, weight, bmi at the time of the index surgical procedure.

Event description:
It was reported that the patient underwent orthopedic procedure of left femur on (B)(6) 2018 and suture was used on the skin. The patient experienced skin reddish approximately three days after the procedure. The surgeon removed the suture and the symptoms improved. The surgeon opines that the suture is a contributing factor to the patient symptoms. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: please provide the following information: patient demographic info: age, gender, weight, bmi at the time of the index surgical procedure. (B)(4).